Manufacturer narrative:
An event regarding wear involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves the revision of the patient¿s left knee due to all loose components except for the patella, which remains implanted. Intraoperatively the surgeon commented of pitting and unusual wear on the poly insert. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, patient history, and pictures of the device are needed to determine the root cause.

Event description:
It was reported that the patients' left knee was revised due to all loose components except for patella. Patella remained implanted. Intraoperatively, the surgeon commented of pitting and unusual wear on the poly insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patients' left knee was revised due to all loose components except for patella. Patella remained implanted. Intraoperatively, the surgeon commented of pitting and unusual wear on the poly insert.